Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that after successful deployment, the stent length was measured to be 120 mm instead of 80 mm. The stent length in vivo was estimated by means of a non-inflated 80 mm balloon. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Based on the images provided a stent elongation or incorrect stent length of the used product could not be confirmed. Potential product and non product related factors which may have caused or contributed to the reported issue have been considered. Previous investigations of similar complaints have been reviewed to determine the root cause. An inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre dilatation, highly calcified vessel, patient condition or the vessel anatomy may result into an irregular placement of the stent. In this case no information regarding placement site or the procedure was provided. The stent was deployed correctly and it was an off label use application. Furthermore, a manufacturing related issue was considered. For this product a 100% inspection of the correct stent length was performed during manufacturing and during final inspection prior to release. There is no indication for a mislabeling of the delivery system or the stent. On the basis of the available information and the evaluation of the provided images, a definite root cause for the event reported could not be determined. The IFU states: "verify that the distal and proximal stent radiopaque markers are distal and proximal to the target stricture". In addition, the IFU describes the deployment of the stent sufficiently. Furthermore, the lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree.

Event description:
It was reported that after successful deployment, the stent length was measured to be 120 mm instead of 80 mm. The stent length in vivo was estimated by means of a non-inflated 80 mm balloon. There was no reported patient injury.